Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019.

Event description:
It was reported that the device failed pressure accuracy at zero during performance verification. There was no patient involvement.